Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have high blood glucose of between 400 mg/dl and 500 mg/dl, which was treated with insulin pen and insulin pump. Customer reported of being new to insulin pump therapy and attempted to change infusion set for the first time on her own two days prior to call. Customer attempted to change infusion set five times but continued to experience high blood glucose. Trainer advised customer to disconnect from insulin pump and continue with insulin pen until meeting. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. Customer declined high pressure test. Customer also declined to check settings, air bubbles or leaks and declined checking for possible site issues. After troubleshooting, customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose. Customer did not wish to change out anything.